Event description:
It was reported that a clearlink system secondary medication set underinfused. The event occurred during an unknown antibiotic infusion via an unspecified non-baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.